Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection performed on the reader and no issue was observed. Customer reported that the reader that goes hot when plugged in. No burn marks or components damage were observed. Connected to pc message was observed when reader was not connected to a computer. The returned sensor was further investigated and de-cased. Performed an internal visual inspection on the sensor¿s pcba (printed circuit board assembly). The battery voltage was measured which was not within the specified range. The returned battery was replaced with known good battery. Stm processor was present. The thermal camera was used to inspect the pcba and hotspot on u2 was observed. A multi meter was used to measure voltage across resistor r100 and the voltage across the resistor measured 0v. An extended investigation has been performed. Visual inspection on the reader and no issue were observed. Reader was de-cased in phase 2. Visual inspection on the pcba and no issues were observed. Stm processor was returned. Reader log was downloaded and parsed for cybersecurity error codes, and saved using approved software. Returned battery was too low to powered on reader, and a known good battery was used to continue testing. A thermal camera was used and u2 exceed 30 degree celsius was observed. A multi meter was used to measure voltage across resistor r100. The voltage was over 0v. The over heating components was caused when an incorrect charging adapter was used, cause the overcharge protection to fail and results in components heating up from a high voltage than that required and can cause the reader functions to stop working. Therefore, issue is not confirmed to use due to incorrect adapter used. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their abbott diabetes care device get's hot while charging. There was no report of fire, smoke, explosion, or shock. It is unknown at this time if the charging cable and adapter used was the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time, the product has not yet been returned for this complaint. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the product was reviewed and the dhrs showed the product met specifications prior to release to distribution. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their abbott diabetes care device get's hot while charging. There was no report of fire, smoke, explosion, or shock. It is unknown at this time if the charging cable and adapter used was the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event.